Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they wanted to do a cervical MRI but a short circuit (unknown ohms value) was identified on (B)(6) 2021 between electrodes 2-3. The caller told them that MRI could still be done because this short wasn't identified with elevated current. It was reviewed that any MRI in the presence of a short circuit would not be recommended and that the healthcare provider (hcp) can call if the managing hcp wanted to discuss that further. No patient symptoms were reported.